Event description:
After cannulation and during the case it was discovered the device had split into three pieces within the heart. All product pieces were retrieved and the case was completed with no subsequent patient complication reported.